Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: portable concentrators. Lcd pcb, display damaged. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Dealer is stating that the display on the unit is damaged.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer is stating that the display on the unit is damaged.